Event description:
The customer reported that during an hcv assay, summit sample handler misread a sample barcode as "006lq50619" instead of "006ls61650". No error message was given. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.